Event description:
It was reported that the device will not power on. There were no reports of patient harm.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No problems or issues were identified during this device history record review. A product sample was returned for evaluation. The event history log (ehl) showed no disposable, pump turned off, power down and pump turned on messages. Visual and functional testing was performed. The reported issue was unable to be duplicated. The technician found the device to be powering up properly with no issue when batteries are inserted. The root cause of the issue was unable to be determined. The downstream sensor was replaced.